Manufacturer narrative:
Please refer to analysis report.

Event description:
Reportedly, the pacing system was explanted and replaced due to infection.

Event description:
Reportedly, the pacing system was explanted and replaced due to infection.